Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part# 00801803602/ femoral head /lot# 62177338; part# 00784801200/ modular neck taper/lot# 61181156; part# 00630505036/ neutral poly liner/lot# 62257398; part# 00625006540/ bone scr/lot# 62161139; part# 00625006525/ bone scr/lot# 62256247. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00332, 0001822565-2021-02929, 0001822565-2021-02930.

Event description:
It was reported by that patient underwent a right hip revision procedure approximately 7 years¿ 9 months¿ post-implantation due to pain, slightly elevated metal ion levels and difficulty ambulating. During the revision it was noted the liner fractured, there was corrosion around the trunnion and the patient developed osteolysis.. Attempts have been made and additional information on the reported event is unavailable at this time.